Event description:
Pt called lifewatch on (B)(6) 2010 and stated that she was shocked while wearing the device.

Manufacturer narrative:
Device was returned on 08/02/2100 and in house preliminary testing has not been performed.